Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.

Event description:
It was reported that, on an unknown date, a 6" (15 cm) appx 0.22 ml, smallbore ext set w/microclave® clear, clamp, rotating luer experienced a no-flow event during use on the patient. The reporter stated ¿the silicone seal of the connector caused rebound when connected to the b. Braun omnifix 3ml and 5ml luer solo syringes during priming and administration. The emergency (ed) nurses describe 3 out of 10 pcs of the extension connector would have the rebound issues. The clinical practice of the nurses is normal and has no history of facing the rebound issue previously. The same brand of mating devices had been used on another brand of extension connector (caresite) which does not have the rebound issues¿. The reporter stated "the female med rep indeed came to see me to help clear the stock 2 months ago and claimed that "stock has a problem". It was stated this is peds extension tubing and not to be used for adults. Indeed, if the product is unsafe/has a problem, it should be taken back. Somehow, this product is still supplied to ed. "At first I thought only 3 incidents that I have come across about the catheter tip syringe 3mls always dislodged from the peds extension tubing by myself. However, after observing and getting feedback from another nurse in the ed, they mentioned the same thing. I have not tried with a luer lock syringe as most syringes that have been supplied to ed are catheter tipped type. All complaints have been to the establishment, and they were alerted to this. The sets were used for priming, administration of unknown drugs, and saline flushing. The sets were used for 2mins. The event was not detected prior to patient use. There was no blood loss, no unprotected chemo exposure, and no medical/surgical intervention were required. There were adverse operator consequences. The devices were not changed out. The same lot of device samples are available. Mating devices are available to be tested. 50 involved problematic devices and samples available for investigation. A sample picture is not provided. The adverse operator sequence is the nurse's need to hold the connector and patient intravenous (IV) port closely for every procedure to prevent it from rebounding and then dislodging. The approximate 50 occurrences are not leaking, but no flow of medication due to the connector and patient IV port being dislodged. There were no leaking issues associated. The name of the IV solution or drug used was priming saline and unknown drugs. No chemodrugs were used in this procedure. This is report one of three.